Manufacturer narrative:
See incident description for device evaluation.

Event description:
Device evaluation: the lay user/patients meter has been returned and evaluated by lifescan product analysis with the following findings: the meter involved with this complaint failed testing. Analysis was not possible for the meter involved with this complaint due to the noted secondary issue of the crystal x101 failure. There was no indication that the product caused or contributed to an adverse event.